Event description:
A customer reported an altitude alarm issue with their pump, which had been persistent for three days. There was no adverse impact to the customer¿s blood glucose level. The customer¿s insulin was initially suspended due to the alarm condition, but after following technical support's advice to clean the pump's speaker holes and reset the cartridge, the pump returned to normal operation without further alarms. Technical support also offered tips for preventing future altitude alarms, and the customer acknowledged these suggestions.